Manufacturer narrative:
As part our investigation, on (B)(6) 2021, the ess performed an in-service reprocessing training which consisted of proper endoscope handling, repair prevention, pre-cleaning, leak testing, manual cleaning and high level disinfection according to the olympus reprocessing manual. After the in service the ess asked about the conversation with staff approximately 2 years ago, when there was supposed to be a portable suction brought into the reprocessing area. The staff informed the ess it was cancelled as management of the facility felt it was not needed and did not purchase it. The customer contacted the ess few day later to report the facility had purchased the mh-856 suction. On (B)(6) 2021, the ess returned to the facility to provide mh-856 suction training and the answer customer¿s questions. The ess reported that a copy of the manual regarding cleaning of the accessories was emailed as well as the materials compatability letter. All questions were answered according to the IFU using the manual for olympus tjf-q180v manual regarding accessories and how to clean and reprocess.

Event description:
The service center was informed that during an in-service with an endoscopic support specialist (ess) at the customer¿s site, it was noted that an insufficient or incorrect reprocessed scope was used. During this visit it was found that the department had no suction for any scopes. There was no patient infection or device positive culture reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint. The legal manufacturer reported that the most likely probable cause for the reported event is as follows: the suggested event occurred for insufficient training for staff at the user facility. Moreover, the user judged that suctioning unit was unnecessary and didn¿t introduce portable suctioning unit. IFU (reprocessing manual) warns about insufficient reprocessing as follows: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. The legal manufacturer confirmed via the device history review (DHR) that the subject device was shipped in accordance with specifications.